Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.